Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial events were falling into blanking period of the implantable cardioverter defibrillator (ICD) causing the ICD to trigger termination of the events at times. The ICD remains in use. No patient complications have been reported as a result of this event.